Manufacturer narrative:
Reference medwatch 2032227-2015-11468 for additional information. Insulin pump was received with high idle current. Problem isolated to mother board. No cosmetic damage noted.

Event description:
It was reported that the customer wanted to return her insulin pump. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.